Manufacturer narrative:
The technician found the bed exit alarm needed reset. The technician reset the bed exit alarm to resolve the issue.

Event description:
The account alleged the bed exit does not function. No patient impact.